Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while exercising. Pump resumed insulin delivery shortly after. Customer's blood glucose level was not impacted.